Event description:
This is filed to report triclip open. It was reported that this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. The first triclip delivery system (tcds) was advanced to the tricuspid valve, and the triclip was grasped both the anterior and septal leaflets fine. Tr was reduced to mild and the triclip was deployed; however, the triclip opened to approximately 30 degrees, increasing tr to 2. It was suspected that the triclip also grasped a chord which caused the clip to prop open, but this was not confirmed. The triclip remained stable. A second triclip was deployed on the posterior and septal leaflets to further reduce tr. Two triclps were deployed, reducing tr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. As of aug 22, 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the unintended movement (clip open-locked). There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).